Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and passed (0.21vdc). A pairing test with (B)(6) bluetooth device was performed and passed. Transmitter functional testing was performed and passed all relevant testing. Performed share tool data log review and found loss of connection gap. The customer complaint was confirmed because of the loss of connection gap in the share tool data log. The probable cause was the transmitter and app were unable to establish a connection. No additional event or patient information is available.